Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. The customer was able to clear the notification and resume insulin delivery. The customer's blood glucose level was 150 mg/dl.